Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that both of the patient's ins's stopped working for them. The caller did not know if it was due to normal battery depletion. The patient has made an appointment with their surgeon, and was inquiring how to get a manufacturing representative there for the appointment. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-20283 for details pertaining to the reportable related event.]